Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed 32cm and 33cm distal to the is4 connector pin that the lead body was found squeezed and deformed. In this area all conductor coils were found fractured, which is assumed to be the root cause of the reported high lead impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as cuts into the insulation 28cm distal to the is4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported, that after 12 months the lead showed impedances higher than 3000 ohm. Lead was explanted.